Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer was experiencing unexplained high glucose for one day. The customer stated that had gone out with friends and was not feeling well. She started throwing up when she got home and the husband found her in the bathroom. Troubleshooting was performed. Review the alarm history and found several motor error alarms. The customer stated that the infusion se was changed to resolve the issue. The customer's most recent glucose reading was 163 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.